Event description:
Rptr had this co's implants implanted to replace another co's implants on 1/23/89. In 11/89 she was diagnosed with chronic fatigue syndrome. It is worse causing numerous problems. She also has panic dosorder, depression and low immunity. Her initial surgery was an 80% mastectomy on 3/18/81 due to fibrocystic disease/sclerosis and another co's implants were implanted. (Same rptr referred to in 1003635, 1003637 and 1003638).